Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-04589. Reference MFR report: 1627487-2011-04590. The pt received her scs system including ipg, two leads and two anchors (the leads and anchors have the same lot numbers) on (B)(6) 2011. It was reported the pt had fallen, and a few days later an infection was found. The physician explanted the entire scs system on (B)(6) 2011. The pt was placed on antibiotics. Follow up determined the pt was clear of infection post suture removal.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.